Event description:
It was observed during the device inspection that the flex deflectable videoscope exhibited error code b30 (scope communication error) caused by corrosion of the electrical contact. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding an update to h2 and h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, it is not possible to identify the root cause. It is likely that due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event. The issue can be detected/prevented by following the instructions provided in: the suggested events are detectable and preventable by handling device in accordance with the following IFU. IFU states the inspection method for this event is described in the instruction manual (operation edition) "chapter 3 preparation and inspection 3.8 inspection of combination functions with related equipment". Olympus will continue to monitor field performance for this device.